Event description:
It was reported that the charging pad for the ilet system became hot during use, and a replacement charger was arranged. Symptoms included concern about potential insulin heat exposure without reported injury or adverse clinical effects. Outcomes included shipment of replacement supplies. Investigation included customer communication and case review. Investigation of this case revealed a suspected charger overheating issue consistent with a thermal performance concern of the external charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was accessory malfunction related to charger overheating.

Manufacturer narrative:
Initial.